Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscal repair root, it was noticed that the firstpass mini broke, and the body was loose. The procedure was resumed, with a delay of less than 30 minutes, using the same device. No further complications were reported.

Event description:
It was reported that, during a meniscal repair root, it was noticed that the firstpass mini broke, and the body was loose. The broken piece was successfully removed from the patient using graspers. The procedure was resumed, with a delay of 20 minutes, using the same device. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected information in b1, b5, h1 and h6: health effect - clinical code and impact code.

Manufacturer narrative:
Internal complaint reference case- (B)(4). H11 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A clinical evaluation states that fluoroscopic images were provided for review; while the images confirm the reported breakage, they do not indicate a root cause for the reported event and that the device IFU does note, ¿as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive force can result in failure.¿ a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.